Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. Visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Voltage verification check passed. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2408 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touch screen, system air leak, valve actuation and teach pump tests passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient's nurse contacted fresenius technical support to report an issue on the liberty cycler, as the patient can't turn on cycler. This cycler had been replaced for the same issue previously (B)(6)) but the clinic still had the cycler at the clinic. There were no power outages, no outlet issues and the power switch was in the on position. There were no sounds when pressing ok/stop and they also had no lights. Therefore, the fresenius technical support representative issued a cycler replacement and advised the nurse to discontinue using this cycler. Upon follow up, it was confirmed that there was no patient involved. The liberty cycler replacement was sent to the clinic, and that nurse confirmed that they received it the following day and stated that she has been able to use it and with no further issues. Regarding the older cycler, the nurse stated that it was ready for pick up. This was a cycler from the clinic. No patient adverse effects were experienced and no medical intervention was required. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.